Event description:
Caller reported that on (B)(6) 2016 during servicing of the oxygen concentrator perfecto 2 it was observed that dust was coming out of the machine. It was further discovered that zeolite dust and palette are coming out of the muffler and is not supposed to do so. Same problem was also observed in five other concentrator making a total of six. The manufacturer was contacted and a quality number was given to hand to the distributor for an exchange of the product. Per the caller the dust coming out of this product is dangerous to patients as well as staff members, it can cause cancer if inhaled.